Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced dizziness/syncope. In office testing showed variable thresholds on the right ventricular lead. Review of holter monitor showed periods where loss of capture was noted in the ventricle. It was suggested to increase the outputs to ensure adequate safety margin and to program ventricular capture management (vcm) to monitor only. The patient will return to the clinic in one month. The lead remains in use. No further patient complications have been reported as a result of this event.